Manufacturer narrative:
Device was initially received for the complaint that the device displayed a permanent white screen. During investigation found the downstream occlusion (dso) seal was detached. This malfunction makes the event reportable. The review of event log/alarm history could not be reviewed because the main board was damaged. The review of service history found that there were not services reported previously. The visual inspection and functional testing were performed. The probable root cause was the damaged mainboard. The dso seal was replaced. The pump was calibrated, and the performance verification test was performed. The device passed all functional testing.

Event description:
It was reported that the device displayed a permanent white screen and the event occurred during testing. During investigation found the downstream occlusion (dso) seal was detached. This malfunction makes the event reportable. There was no patient involvement.